Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
A patient reported that they experienced a ¿lump in my right breast.¿ per MRI, ¿it appears to be an implant in my right breast which is rupturing with wear.¿ the device remains implanted.

Manufacturer narrative:
Device photo analysis: isual analysis of the photographs identified one curved opening, red encapsulation and red particles material was found on the shell/gel. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.

Event description:
Healthcare professional additionally reported right side "couldn¿t feel a discreet lump but I could feel the edge of the implant." The device has been explanted.